Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
During a hindfoot arthrodesis nail procedure, reportedly several instruments bound up and did not work properly. This was an ankle fusion procedure where the patient had been through many prior surgeries. There was minimal prep work, the nail was inserted properly, driver cap was removed, and the aiming arm was inserted over the insertion handle. At this point in the procedure, normally, all instruments have to go through the insertion handle and the threaded alignment pin must line up correctly to complete the procedure. The threaded alignment pin got stuck in the first set of threads and would not line up properly. The surgeon and sales consultant decided to move on to using a second alignment pin which then also got stuck and would not line up. The sales consultant reported that either both alignment arms were bent or the aiming arm was bent, possibly from over torque. He also reports that he spoke to the sales consultant that used this set directly before him and he did not report any incident that would cause this issue. The sales consultant also reports that at this point in the surgery, he was afraid of a poor outcome and was not sure what to do. Due to these issues, in order to complete the procedure, the surgeon had an assistant hold the alignment pin to the side and completed the rest of the procedure freehand and using guide wires. This added 1 hour to the overall surgical time. The sales consultant reports that there was no patient compromise and every effort was made to complete surgery correctly. This is 2 of 3 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Additional narrative: device was received for evaluation. A product development event evaluation was conducted. The report indicates the threaded alignment pin has a very tight clearance inside alignment hole in aiming arm. This is necessitated by functional requirement for targeting accuracy. Damage to parts is consistent with particulate matter being trapped between threaded alignment pin and alignment hole that causes damage to both parts and results in jamming. The design risk assessment adequately addresses the complaint event. The design of this system necessitates tight clearance for accuracy. While the design did contribute to the failure an alternate targeting system is not available. This risk is already mitigated by cleaning instructions intended to reduce the likelihood or hard particle contaminants on precision features. A CAPA determination was completed and no further corrective action is required. Investigation is on-going.

Manufacturer narrative:
The device is used for treatment, not diagnosis. Additional narrative: the manufacturing evaluation was conducted. The part received was received as: marks of use, like scratches and slight nicks, all over the instruments. It was found the that one of the threaded alignment pins can be inserted only the half way into the 6.04 bore and the other only till to the beginning of the bore. The inspection of this bore has shown that the 5.99 test pin can only be inserted the half way and that the test pin 5.82 goes through the bore. The thread above the bore was tested with the gauge 7164-h and was functional. A function test according to se_162383 was performed and basically the device was functional, except the simulation of the alignment of the part 03.008.007 with the gauge se_037425 was not possible because of the damaged bore 6.04. The exact cause of this damage cannot be defined. It can only assume that during use high torsional forces were applied onto the insertion handle 03.008.007 and that this caused a blocking between the insertion handle and the threaded alignment pins. Finally the bore aiming arm was damaged during the forcible removal of the pins, which explains extreme damages of the knob at the pin. However, this device was manufactured in 2008, was obviously often used and based on the description work during a previous procedure, which led to exclude a manufacturing fault.